Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Advancer the analysis results found that the device was returned with the tip of the advancer broken. The device was cycled and nine malformed clips were fed due the found condition of the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended but the orange indicator did not show up. This finding is not related with the incident reported. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an appendectomy procedure, from the beginning the surgeon could not fire the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.